Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was generated in the remote monitoring system due to out of range shocking impedance for this right ventricular (rv) lead. Boston scientific technical services (ts) suggested potential options for additional evaluation to the health care provider. The patient was evaluated and shock impedance was found to be 79 ohms. The physician reportedly intends to continue to monitor the patient. The rv lead remains in service. No adverse patient effects were reported.